Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was used for a case and removed from the room and when the account went to go get it again for a confirmation spin it was beeping and the door was half open. The system would not initialize. They rebooted the system with no change. They stated that it looked like the tube/detector were in the incorrect spot for the doors to have opened. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000221 ; product ID: bi71000180 ; product ID: bi71000429 ; product ID: bi71000180 ; product ID: bi71000860r ; product ID: bi71000202 ; product ID: bi71000203 ; product ID: bi71000180r. A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the 96v motion power line failed. Parts replaced due to 96v power failure: power conversion assembly, motion interface enclosure, digital drive board. The rep also found damage to internal door winch mechanisms and internal rotor was found misaligned while the door was open. This is noted as an indicator that the manual door open process was attempted without following the instructions included with the rotor alignment pin and caused a catastrophic failure of the door winch mechanism and sheared off screws for the door cable slides. The winch cable was stretched to the point of fraying and the upper and lower dingus brackets damaged. The rep extracted the sheared off screws, replaced damaged winch/cable and replaced upper and lower dingus brackets. The imaging system passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000860r encl pwr conv rfb (xc19350317 rev. G) was returned for analysis. Analysis found that there was power converter failure due to low voltage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9: product ID bi71000180r was returned on 9/15/2022. The lot number of product ID bi71000180r was received. The lot number: 22008609 rev. 3. The lot number of product ID bi71000429 was received. The lot number: 026519520028 rev. 2. The lot number of product ID bi71000221r was received. The lot number: s1923ago rev. J. The lot number of product ID bi71000202 was received. The lot number: 391514 rev. 1. The lot number of product ID bi71000203 was received. The lot number: 391516 rev. 1. H3, h6: the door motion was returned to the manufacturer for analysis. Analysis determined that the reported complaint was unable to be confirmed. Visual inspection showed the pin and spring portion of the assembly functioned as expected. The pin traveled and seated properly and the dingus itself was in normal used condition. No problem was found. Codes b01, c19 and d14 apply to this analysis. The motor assembly winch was returned to the manufacturer for analysis. Forward and backwards motion passed, brake was engaging and disengaging as normal. The winch assembly functioned as normal. Visual inspection showed normal wear but no failure was found. Codes b01, c19 and d14 apply to this analysis. The position motion control was returned to the manufacturer for analysis. Analysis determined that no failures were found during te sting. The reported complaint was unable to be confirmed. Codes b01, c19 and d14 apply to this analysis. The digital drive board was returned to the manufacturer for analysis. The digital drive board was installed into a known working test system. The system booted but the digital drive board failed to power on. It was found that the drive board was faulty. The reported failure was due to an electrical issue. Codes b01, c02 and d02 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis was completed on kit svc o2 bi71000860r encl pwr conv rfb and no faults or failures were found. The positioner motion control was installed in a test system and functioned as intended. H6: b01, c19, d14 apply to the analysis above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.